Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, and capsular contracture grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 275cc silicone prosthesis experienced right sided rupture, and capsular contracture grade IV post procedure. A physical examination was performed by a physician and rupture was diagnosed. The patient had an MRI examination for possible rupture but no finding (negative) and during explant surgery if was discovered that it was about to rupture. The health care professional reported finding implant material inside the right breast pocket. As a result, patient underwent bilateral replacements as follow: left replaced with cat #: 3505004 bc, sn #: (B)(4), and right replaced with cat #: 3505004 bc, sn #: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Device evaluation completed on january 13, 2021: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the anterior view. Leak testing was performed in accordance with mentor's procedures, and a tear was noted within the crease, measuring approximately 0.1 cm the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on (B)(6) 2021, date of event updated to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).